Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The customer's reported event: cable is defective, was confirmed. In addition, no image malfunction was found during the device evaluation. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a communication failure caused by cable failure. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the cable of the 4k camera head was defective. The issue was found during reprocessing and the device was unable to be used. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a defective cable unit. The report is being submitted due to the defects found during evaluation.